Event description:
After examination at the center, the decision was made to explant the pt's device due to flap breakdown and wound infection (etiology of infection not given). Reimplantation of another cochlear implant is to be performed once the infection resolved completely.